Manufacturer narrative:
(B)(4). Information anticipated but not available at this time.

Event description:
It was reported via a user-facility medwatch, the biopsy site identifier was placed at the biopsy site by the md. The end broke off when the applicator was removed. No additional information available. No device was returned.